Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet bionic pancreas, including a prolonged high after consuming a sugared beverage for a prior low and making a meal announcement, followed by elevated glucose into the evening and another low on a later date; no back-up therapy, ketone testing, or professional medical intervention was used. Symptoms included nausea. Outcomes included transient hyperglycemia outside the target range for several hours without lasting impairment or hospitalization. Investigation included user interview and troubleshooting with education regarding high glucose management. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was identified and user factors, including treatment of hypoglycemia with a sugared beverage and subsequent intake patterns, could have contributed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.